Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately nine years three months post vena cava filter deployment a computed tomography scan demonstrated the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. Approximately nine years and three months post vena cava filter deployment, a computed tomography scan demonstrated the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month post filter deployment, computed tomography (CT) revealed that an inferior vena cava filter was seen within the inferior vena cava. Fourteen days later, the patient presented with abdominal pain. Subsequent, computed tomography (CT) revealed that an inferior vena cava filter was present within inferior vena cava. After one year and one month, another computed tomography (ct0 revealed that the findings concerned for pulmonary thromboembolus involved the right lower lobe subsegmental branch. Six years later, computed tomography demonstrated that there were filling defects involved the secondary and tertiary branches of the right mid pulmonary arteries and left lower lobe pulmonary arteries, compatible with very small pulmonary thromboemboli. Subsequently four days later, computed tomography of the chest showed that a small amount of pulmonary thromboembolus was present in the distal right lower lobe pulmonary artery. Eventually seven years and five months later, computed tomography (CT) of abdomen revealed that the patient had an inferior vena cava filter in place. Multiple prongs have migrated externally from the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2012),g3. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.